Event description:
A surgeon reported that a patient was experiencing negative dysphotopsia at the one month postoperative visit following intraocular lens (iol) implant surgery. The surgeon further reported that the negative dysphotopsia had resolved by the three and six month postoperative visit.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/20/2009.